Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system cine function was not working as intended. There was no patient injury or death reported.